Manufacturer narrative:
(B)(4).

Event description:
Physician was attempting to treat a lesion using driver bms stent. It was reported that during balloon inflation the balloon burst at 14atm after first inflation. The balloon stent erupted on a calcified lesion. The stent was deployed without difficulty. The device passed through a previously deployed stent. No force used during delivery and resistance encountered while advancing the device. The device was removed from packaging, inspected and prepped as per IFU with no issues noted.